Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Physician was removing a pleurx on a patient that broke. The catheter came out but the cuff remained in the patient. A surgeon had to be called in to remove the cuff from the patient. On 1feb2019: additional info from (B)(6), sale's rep: the physician was removing the catheter as it was no longer needed. During removal, the catheter broke, leaving the cuff in place. A surgeon was able to remove the remaining piece and the patient is currently doing well.

Event description:
Physician was removing a pleurx on a patient that broke. The catheter came out but the cuff remained in the patient. A surgeon had to be called in to remove the cuff from the patient. 1feb2019: additional info from (B)(6), sale's rep: the physician was removing the catheter as it was no longer needed. During removal, the catheter broke, leaving the cuff in place. A surgeon was able to remove the remaining piece and the patient is currently doing well.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. One sample was received for evaluation. The cuff was missing from the sample. Visual inspection of the complaint sample did note the remnant of silicone adhesive used to adhere the cuff material to the catheter but the cuff was not provided with the complaint sample. Consequently, the investigation was not able to determine a probable root cause for the cuff detaching from the catheter. A device history record review could not be completed as no batch number was provided. A probable root cause could not be identified due to lack of investigational evidence since no DHR review could be performed and the complaint sample evaluation was not able to identify any probable root cause contributors. Since no probable root cause was identified by the investigation, no corrective or preventive action could be identified for the complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.